Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post the implant of an implantable pulse generator (ipg) system that the patient developed an infection. It was noted that the patient had "picked " at device implant site. The ipg system was removed and temporary leads placed and later an ipg system was implanted. No further patient complications have been reported as a result of this event.